Manufacturer narrative:
On december 6, 2006 the likorall was examined by a likorall representative at the maintenance department of the facility. When the motor was removed from the gear box, it was found that the shaft had broken. The likorall will be returned to the manufacturer for further analysis.

Event description:
On november 29, 2006 the facility reported that while transferring a resident using a likorall 242es overhead lift, the bolt gave way and dropped the resident back onto the bed. No injuries were noted.